Event description:
A complaint was received of an abrupt pain in the pt's neck and shoulder when he turned his head. An attempt to resolve the pain by reprogramming the pt was unsuccessful. The surgeon decided to remove the pt's lead.

Manufacturer narrative:
The explanted devices will not be returned for evaluation, as they were discarded by the medical facility.